Event description:
Reference MDR #1219856-2009-00265 for first event involving same patient. It was reported that after the first attempt was unsuccessful, they opened a second iab-05840-lws and were unable to advance the second intra-aortic balloon (iab) through the sheath. They opened another iab-05840-lws and this iab was successfully advanced and used with no issues.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.